Event description:
It was reported that t:slim x2 pump battery would not charge and power source alert occurred around time issue began. There was no reported impact to the customer¿s blood glucose level. Issue had resolved before call, pump did not shut down and remained able to turn on, and pump began charging using tandem wall adapter and charging cable, so no further assistance was required.